Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. Stent graft placement in this order obviates the need to cross the proximal stent graft when placing the distal stent graft and reduces the chances for dislodging the proximal stent graft. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified, eccentric mid right coronary artery that did not have any tortuosity and was 90% stenosed. Pre-dilatation was performed with a 2.5 x 13 mm non-abbott balloon catheter, which caused the perforation. Therefore, a 2.8 x 16 mm graftmaster covered stent was implanted to seal it. However, the perforation was larger than anticipated; therefore, an attempt was made to cross a second 2.8 x 16 mm graftmaster covered stent distally to the first covered stent. However, it met resistance with the anatomy (in the proximal right coronary artery). Therefore, the second graftmaster device was removed and it was noted that the covered stent became dislodged, which was retrieved with a snare device. Upon removal of the covered stent, it was noted that the distal stent struts were flared. Therefore, a third 2.8 x 16 mm graftmaster covered stent was implanted proximally to the first graftmaster stent to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.